Event description:
It was reported that "cartridge does not fit well onto pump". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.